Event description:
(B)(4). It was reported that following a coronary artery treatment procedure the patient experienced angina. The target lesion was located in the proximal right coronary artery with 95% stenosis and was 8.0 mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion with pre-dilatation and implanting a 3.5 x 16 mm taxus perseus stent and post-dilatation with 5% residual stenosis. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2011, the patient presented with cardiac chest pain and was hospitalized on the same day. The patient was treated with medication the event was considered resolved without residual effects and the patient discharged.

Event description:
It was further reported that the clinical decision was to continue the current medical therapy. The patient was discharged.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).